Manufacturer narrative:
Integra has completed their internal investigation on 02/28/2017 . The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the DHR review was completed for cam02 monitor serial number (B)(4). Date of manufacture: 2015 ¿ jun. The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. There is no service history for this complaint as this monitor is to be returned to the service center for the first time. During the time period ¿jan 16 to feb 17¿, the global product usage for cam02 monitors was calculated as 28,184 usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. The quantity of complaints in the complaint review (1) can therefore be calculated as 0.004% (4 x 10-5) (remote) of procedures. Conclusion: the evaluation verified the complaint as valid; the cause of the complaint issue was identified as the icp sensor board cable was broken. Based on failure analysis evaluation and the complaint is a single occurrence no corrective actions are deemed necessary for cam02 monitors manufactured at integra tullamore. Future incidents of this nature will be monitored and documented for recurrence and trending purposes.

Event description:
Monitor won't connect to the catheter; loose connection. No revision/medical intervention was required. Additional information has been requested.